Event description:
Covidien received information stating that while in use on a patient the lower display on an 840 ventilator went blank. The patient was removed from the ventilator and placed on a ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device nad verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).